Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, there "were problems to fix the suture in the artery". The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The name of the physician was provided by the hospital; it is unknown if the physician has been trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Exact patient weight was not known, estimated weight of patient is (B)(6). Correction: device name - proglide. Failure to follow steps/instructions: a femoral angiogram was not taken. Per instructions for use: under warnings - do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in the retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. Evaluation summary: the device was returned for analysis. The reported suture break was confirmed. One posterior cuff tab had been detached and not returned. The analysis also revealed a cuff tab detachment and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The device was a perclose proglide device used in the right common femoral artery. The suture broke. A femoral angiogram was not taken prior to the procedure. The physician is trained in the use of the proglide device. A 6fr procedural sheath was used during the procedure. A second proglide device was used to achieve hemostasis.